Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage failed. Performed share log review and no data was found. The patient's complaint was undetermined because there were no log data to review. The reported event of a failed transmitter error was undetermined.the root cause could not be determined.